Event description:
A customer reported to bbc that a female patient (age unknown) underwent a therapeutic ercp in 2006. It was reported the cut wire "tore" inside the patient, causing the patient to bleed. They reported the patient required an angiogram, a bleed transfusion, and remains in the hospital "in stable condition". The procedure was not completed.

Manufacturer narrative:
This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline approriate placement, access and maintenance procedures.